Manufacturer narrative:
Product been returned but not evaluated. Once evaluated a supplemental filling if necessary, may be submitted.

Event description:
During an endoscopic 3rd ventriculostomy while removing the scope at end of procedure there seemed to be resistance. Tissue was found to be adhered to the side of scope; cautery was used to remove scope. Procedure was completed with no other surgical intervention required and per the doctor, patient does not have any neurologic consequences.